Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the adc device. The caller reported unspecified low sensor readings, which led customer to self-treat with candy. The customer developed symptoms of vomiting, headache, and thirst an unspecified amount of time later, and went to emergency room. A laboratory blood glucose result of 379 mg/dl was obtained, and customer was provided unspecified treatment for diagnosis of hyperglycemia. An unspecified time after laboratory glucose result, indicated to be more than 10 minutes, a sensor reading of 49 mg/dl was reported to be obtained. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported a low reading issue with the adc device. The caller reported unspecified low sensor readings, which led customer to self-treat with candy. The customer developed symptoms of vomiting, headache, and thirst an unspecified amount of time later, and went to emergency room. A laboratory blood glucose result of 379 mg/dl was obtained, and customer was provided unspecified treatment for diagnosis of hyperglycemia. An unspecified time after laboratory glucose result, indicated to be more than 10 minutes, a sensor reading of 49 mg/dl was reported to be obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.